Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was not starting. Customer contacted to philips engineer and stated that the hospital equipment department inspected the system onsite and found that the dcps was defective. Customer replaced the dcps. After replacement, system was returned to use in good working order. No service has been performed by philips since the service quotation was not requested by the customer. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the system did not boot up successfully and stuck at the countdown. Multiple reboots did not resolve the issue. The issue was found during clinical use and resulted in a delay in therapy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was not starting. Customer contacted to philips engineer and stated that the hospital equipment department inspected the system onsite and found that the dcps was defective. Customer replaced the dcps. After replacement, system was returned to use in good working order. No service has been performed by philips since the service quotation was not requested by the customer. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected. The reporting address line 1 and the reporting address city have been updated.